Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer's high blood glucose level was unknown. The customer stated that the received a blank display and received change battery alarm. Customer stated that the display was blank less than 30 seconds. Customer stated that display was blank currently. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions until new battery cap arrives. The insulin pump will not be returned for analysis.